Manufacturer narrative:
Section a1 patient identifier: complete sample ID is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive architect total b-hcg generated from an architect i2000sr analyzer and provided the following data: sample ID (B)(6) bhcg result was 682.11 iu/l (positive). The patient took the same test at another laboratory, which generated a result of <1.2 iu/l (negative). It was reported that the other laboratory uses abbott as a testing platform. The original sample was repeated at the original facility and generated results of <1.2 iu/l & <1.2 iu/l (negative). Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Event description:
The customer reported false positive architect total b-hcg generated from an architect i2000sr analyzer and provided the following data: sample ID (B)(6) bhcg result was 682.11 iu/l (positive). The patient took the same test at another laboratory, which generated a result of <1.2 iu/l (negative). It was reported that the other laboratory uses abbott as a testing platform. The original sample was repeated at the original facility and generated results of <1.2 iu/l & <1.2 iu/l (negative). Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review for the complaint lot did not identify any issues. Ticket search by lot did not identify an increase in complaint activity for the complaint lot. Trending review did not identify a related trend regarding commonalities for complaint lot and customer reported event. The overall performance of the architect total b-hcg reagent was reviewed using field data from customers. The review of field data determined the median patient results for the complaint lot are within the established limits and comparable to other lots. Labeling was reviewed and was found to address the customer reported event. Based on the available information, no systemic issue or deficiency was identified for the architect total b-hcg reagent, lot 60339ud00.